Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed patient position module was not alarming audibly. No patient impact.